Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert notifying the health care professional (hcp) of a high out of range shock impedance measurement. It was determined that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, the pacing thresholds were slightly higher than the previous measurement. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. At this time, the rv lead remains in-service. No adverse patient effects were reported.